Manufacturer narrative:
This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they could not connect philips multifunction therapy pads to their philips defibrillator. The involved pt died, but the customer reported that the device was not a factor in the pt outcome.